Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)-incomplete.

Event description:
It was called in by the sales rep that there was no patient harm or delayed surgery but indicated that foot pedal is sticking.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the device was sent to the service center for evaluation. Per service manual operational and diagnostic analysis, the reported issue of sticky foot pedal was confirmed. The unit was evaluated and the footswitch did not allow for short pulses with the pedals. Replaced the transmitter pcb as identified in the investigation to address the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. A review into the depuy synthes mitek complaints system revealed no similar and one dissimilar complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the lot number is currently not available.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for evaluation. Operational and diagnostic analysis confirmed reported issue of sticky foot pedal. The unit was evaluated and the footswitch was not allowing for short pulses with the pedals. Replaced the transmitter pcb as identified in the investigation to address the reported issue. Performed technical bulletin . The repair and testing of the unit was completed, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. When the transmitter pcb is defective the device will operate intermittently therefore is a root cause for the reported failure. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 1/25/2018 and passed all functional testing before being returned to the customer. No further investigation is required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is unknown.